Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer needed assistance with blood glucose treatment using insulin pump bolus. The customer's blood glucose level was 304mg/dl at the time of incident. The customer's husband stated that the insulin pump alarmed low battery alert while customer treated with bolus, changed out battery and infusion set but was not sure how much insulin. Customer's husband stated that insulin pump showed active insulin at 16u. Bolus history was reviewed and found two boluses delivered that day. Customer declined to troubleshoot for the high blood glucose reading. The insulin pump will not be returned for analysis.